Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that 3rd degree atrioventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then a 23 mm lotus edge valve was implanted successfully. Post procedure event summary: on the same day post index procedure, the patient developed 3rd degree av block. X ray, echocardiogram and lab tests were performed as diagnostic tests. Hospitalization was prolonged and a permanent pacemaker was recommended to treat the event. One day post index procedure a new permanent pacemaker was implanted successfully. Six days later, the event was considered recovered with sequelae. On the same day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond edge study it was reported that 3rd degree atrioventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then a 23 mm lotus edge valve was implanted successfully. Post procedure event summary: on the same day post index procedure, the patient developed 3rd degree av block. X ray, echocardiogram and lab tests were performed as diagnostic tests. Hospitalization was prolonged and a permanent pacemaker was recommended to treat the event. One day post index procedure a new permanent pacemaker was implanted successfully. Six days later, the event was considered recovered with sequelae. On the same day, the patient was discharged on aspirin and clopidogrel. It was further reported that following the 3rd degree atrioventricular(av) block a temporary pacemaker was placed. Electrocardiogram(ECG) post pacemaker implant revealed artificial pacemaker ECG with abnormal rhythm. Three days post index procedure, the patient was started on piperacillin tazobactam in response to elevated c-reactive protein (crp) level.